Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent posterior repair and bilateral sacrospinous fixation due to symptomatic rectocele. It was reported that following insertion the patient experienced urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, vaginal scarring and nerve damage. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). This event is reportable as a serious injury.

Manufacturer narrative:
Date sent to the FDA: 09/23/2013, in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.